Event description:
It was reported that the devices were used during a laparoscopic appendectomy. The devices during the firing process "clicked" and stopped firing. Started to cut and staple but stopped. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Firing trigger teeth broken. Evaluation summary: two devices (a-b) were returned for analysis. Both devices were received with the handles open and loaded with a partially fired reload. The cartridge lock out tab on the both reloads was bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The devices were disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on device b: batch #= e5mw3j. Expiration date: 02/2013. Manufacturing date: 03/2008.